Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 400-500 mg/dl. The customer stated that he had high readings for about 3-4 days. The customer stated that he was not able to get his blood glucose below 300 mg/dl. The customer stated that he compensated with an insulin pen. The customer stated that he is fine now. The customer was advised to call back to troubleshoot. The customer declined to troubleshoot.